Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore, the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a titanium coated roi-c cage at c6-c7 due to non-fusion associated with severe metallosis. The original construct was a 2-level roi-c construct across c5-c7. Further event details are not available.

Manufacturer narrative:
D4: the UDI number is unknown because the part and lot numbers are not available. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned, so an evaluation is unable to be performed. A short video was provided, which shows the non-fusion of the cage. However, the video does not show any definitive proof of metallosis. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a revision surgery was performed to remove a titanium coated roi-c cage at c6-c7 due to non-fusion associated with severe metallosis. The original construct was a 2-level roi-c construct across c5-c7. Further event details are not available.